Event description:
Product is being used for botox injections/off label use nurse reported. Seeing clear liquid in the barrel of syringe prior to injection. Does not use syringes if clear liquid is seen. Lot: 2332730, 3254919, 3219226 catalog: 328438 date of event: unknown samples: yes samples will be coming in from all three lot numbers. No replacement going out. Cl.

Manufacturer narrative:
H3 other text : device not available.

Manufacturer narrative:
Additional information was added to: b4, g6, h2, h3, h11. Correction to: h6 (type of investigation and investigation conclusions). Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.